Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display on the roller pump was flickering off and on. The device was not changed out, as the perfusionist reportedly pressed the front of the roller pump in the area of the display and the display came back on. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) advised the customer the display should be replaced.